Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the abdominal artery using ruby coils. During the procedure, while attempting to advance the second ruby coil of the procedure through a lantern delivery microcatheter (lantern), the physician experienced resistance and the ruby coil was unable to advance. The physician then removed the ruby coil and verified there was no forward pressure on the lantern and then minimized bending of the lantern before attempting to advance the same ruby coil through the lantern again. However, the ruby coil was still unable to advance through the lantern; therefore, it was removed and the procedure was completed using a new ruby coil and the same lantern. The physician did not use a rotating hemostasis valve, and did not maintain continuous flush. There was no report of an adverse effect to the patient.